Manufacturer narrative:
The investigation for the reported major bleed and renal failure/edema has been completed.the device was not returned for review. The root cause of the injury is most likely use related since reinforced forward tension sutures helped to resolve bleeding. The root cause of the renal failure/edema was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that patient on impella cp support for cardiac arrest. That the patient had groin site with some bleeding due to high international normalized ratio. Md at bedside reinforced forward tension sutures which helped to resolve bleeding. Oozing. Pressure at site, surgicell applied. Crrt for net even status and clearance. Lfts remain very high but have been trending down slightly, patient inr 5 due to shock liver. 22- patients remain critically ill. CT head at bedside with no significant changes from prior, still showing edema. Systemic ac infusing, no presser/inotrope requirement. Plan to keep support in place, if mental status improves md does plan to escalate device. The device was explanted and a 5.5 was implanted.